Manufacturer narrative:
Investigation summary since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. Since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident.

Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter needle would not retract when the safety button was pressed. The following information was provided by the initial reporter: "clinician inserted to start IV and pushed button to engage safety and remove. Device would not engage, and entire device had to be removed and new IV started."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. The customer's address is unknown. Tennessee, USA has been used as a placeholder based on the reported phone area code. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter needle would not retract when the safety button was pressed. The following information was provided by the initial reporter: "clinician inserted to start IV and pushed button to engage safety and remove. Device would not engage, and entire device had to be removed and new IV started."